Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and menorrhagia ("menorrhagia") in an adult female patient who had essure (batch no. C80068,c80088 (both invalid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma since 1992 and constipation since 2003. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), dyspareunia ("dyspareunia(painful sexual intercourse)") and fatigue ("fatigue"). The patient was treated with surgery (ablation and salpingectomy (one side removal of fallopian tube),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain was resolving, the menorrhagia, vaginal haemorrhage and vaginal discharge had resolved and the nausea, dysmenorrhoea, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on an unknown date: uterus, cervix and right fallopian tube, excision: cervix: no specific pathologic abnormalities endometrium: proliferative endometrium with chronic endometritis myometrium: focal adenomyosis serosa: adhesions fallopian tube tissue: no specific pathologic abnormalities additional tissue in the container: fragment of corpus luteum. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Lot numbers report c80068,c80088 are invalid. Most recent follow-up information incorporated above includes: on 1-dec-2018: update of information (batch is invalid). Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain'), endometritis ('chronic endometritis') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. C80068,c80088 (both invalid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included colonic polyp, gastroesophageal reflux disease, endometriosis, irritable bowel syndrome, osteoarthritis, ovarian cyst, post-traumatic stress disorder, psoriasis, yeast infection, adenomyosis, uterine bleeding and abdominal adhesions. Concurrent conditions included constipation since 2003 and asthma since 1992. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), dyspareunia ("dyspareunia(painful sexual intercourse)") and fatigue ("fatigue"). The patient was treated with surgery (ablation and total abdominal hysterectomy, right salpingectomy, lysis of adhesions). Essure was removed on 18-mar-2016. At the time of the report, the pelvic pain and abdominal pain was resolving, the endometritis, nausea, dysmenorrhoea, dyspareunia and fatigue outcome was unknown and the menorrhagia, vaginal haemorrhage and vaginal discharge had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, endometritis, fatigue, menorrhagia, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy added: essure insertion date as per pif is (B)(6) 2014,wheras date in case is (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on an unknown date: uterus, cervix and right fallopian tube, excision: cervix: no specific pathologic abnormalities endometrium: proliferative endometrium with chronic endometritis myometrium: focal adenomyosis serosa: adhesions fallopian tube tissue: no specific pathologic abnormalities additional tissue in the container: fragment of corpus luteum. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Pathology test - on 18-mar-2016: diagnosis uterus, cervix and right fallopian tube, excision: cervix: no specific pathologic abnormalities endometrium: proliferative endometrium with chronic endometritis myometrium: focal adenomyosis serosa: adhesions fallopian tube tissue: no specific pathologic abnormalities additional tissue in the container: fragment of corpus luteum microscopic description microscopic examination performed. Specimen uterus and cervix with right fallopian tube. Lot numbers report c80068,c80088 are invalid concerning the injuries reported in this case, the following ones were reported via mr-endometritis concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:vaginal bleeding, pelvic pain, menorrhagia, abdominal pain most recent follow-up information incorporated above includes: on 4-aug-2020: mr received- new event chronic endometritis were added. Medical history , lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain'), endometritis ('chronic endometritis') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. (C80068,c80088)-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included colonic polyp, gastroesophageal reflux disease, endometriosis, irritable bowel syndrome, osteoarthritis, ovarian cyst, post-traumatic stress disorder, psoriasis, yeast infection, adenomyosis, uterine bleeding and abdominal adhesions. Concurrent conditions included constipation since 2003 and asthma since 1992. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), dyspareunia ("dyspareunia(painful sexual intercourse)") and fatigue ("fatigue"). The patient was treated with surgery (ablation and total abdominal hysterectomy, right salpingectomy, lysis of adhesions). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain was resolving, the endometritis, nausea, dysmenorrhoea, dyspareunia and fatigue outcome was unknown and the menorrhagia, vaginal haemorrhage and vaginal discharge had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, endometritis, fatigue, menorrhagia, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy added: essure insertion date as per pif is (B)(6) 2014,whereas date in case is (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on an unknown date: uterus, cervix and right fallopian tube, excision: cervix: no specific pathologic abnormalities endometrium: proliferative endometrium with chronic endometritis myometrium: focal adenomyosis serosa: adhesions fallopian tube tissue: no specific pathologic abnormalities additional tissue in the container: fragment of corpus luteum. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Pathology test - on (B)(6) 2016: diagnosis uterus, cervix and right fallopian tube, excision: cervix: no specific pathologic abnormalities endometrium: proliferative endometrium with chronic endometritis myometrium: focal adenomyosis serosa: adhesions fallopian tube tissue: no specific pathologic abnormalities additional tissue in the container: fragment of corpus luteum microscopic description microscopic examination performed. Specimen uterus and cervix with right fallopian tube. Lot numbers report c80068,c80088 are not valid concerning the injuries reported in this case, the following ones were reported via mr-endometritis concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:vaginal bleeding, pelvic pain, menorrhagia, abdominal pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and abdominal pain ("severe abdominal pain") in a female patient who received essure for permanent birth control. The patient's concurrent conditions included hysterosalpingogram. On (B)(6) 2015, the patient started essure. On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required) and abdominal pain (serious criteria medically significant). The patient was treated with surgery. Essure was withdrawn. At the time of the report, the pelvic pain and abdominal pain outcome was unknown. The reporter considered pelvic pain and abdominal pain to be related to essure. Company causality comment: this non-medically confirmed spontaneous legal case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe pelvic pain and severe abdominal pain followed by a surgery to remove micro-inserts around 5 months after insertion. The reported events are serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal, back and uncharacterized pain may occur. In this specific case, consumer presented the events after insertion and as a consequence a surgery was performed to remove essure. Considering compatible temporal relationship and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc (ptc global number: (B)(4)) received on 21-dec-2016: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed spontaneous legal case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe pelvic pain and severe abdominal pain followed by a surgery to remove micro-inserts around 5 mnths after insertion. The reported events are serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal, back and uncharacterized pain may occur. In this specific case, consumer presented the events after insertion and as a consequence a surgery was performed to remove essure. Considering compatible temporal relationship and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since device removal was required. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.